Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise reduced intrinsic amplitudes. Technical services discussed the electrograms with the caller. Also, there this device exhibited a battery depletion (bd) error. Remote analysis confirmed that the error was a result of prolonged magnet application which occurred in may. Technical services confirmed that the bd code can be cleared. The device remains in service. There were no additional adverse patient effects.